Event description:
It was reported via repair work order that the foot end hi/low of bed would not lower due to damaged sensor coil cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.